Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system, with a highest fingerstick blood glucose of 464 mg/dl and approximately six hours above range; the user noted a missed lunch announcement, removed the infusion site, observed the teflon cannula without visible kinks, replaced the site, and insulin delivery resumed with glucose trending down to 394 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no medical intervention, no back-up therapy use, and no ketone testing. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia remained unclear. It was concluded that a device problem could not be confirmed and the event was not attributable to a specific device malfunction.